Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a routine meal, during which the ilet delivered insulin that was perceived as excessive, and healthcare providers directed the user to complete a factory reset followed by software update and setup to address a suspected algorithm confusion. Symptoms included low blood glucose to 42 mg/dl. Outcomes included transient hypoglycemia lasting about 30 minutes, self-treated at home with oral glucose without medical intervention. Investigation included remote troubleshooting and user education, including guided reset and reconfiguration. Investigation of this case revealed no device alarms, and the event was managed with oral carbohydrate while the device was reinitialized to restore expected operation; the specific root cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear.